Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g, promus element plus, mr, ous 2.25x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. The stent had moved distally on the balloon. Damage noted across entire stent with struts lifted and bunched in a distal direction. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jun-2018. It was reported that crossing difficulties were encountered. The 90%stenosed, 23mm x 2.25mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After engaging the lesion with 6f ebu 3.5 non-bsc guiding catheter, a non-bsc guide wire was crossed. Following pre-dilatation with a 1.5mm x 10mm non-bsc balloon catheter, a 2.25x24mm promus element¿ plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The lesion was again pre-dilated multiple times but the stent was still unable to cross. The device was removed form the patient and the procedure was completed with a 2.25 x23mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and stent movement on the balloon.